Event description:
Philips received a complaint from a customer that the drip stand (used to maintain the arm on the exam table) felt onto the pt face and hit the pt eye. The pt has been wounded when the arm felt.

Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.